Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the air/water cylinder could not be identified. However, it¿s likely the cause is related to improper reprocessing due to leakage occurring from the s-cover. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and in addition to the reported in b5, the device evaluation found the following: due to wear of suction cover packing the water tightness was lost, the grip had a scratch, the flexibility adjustment ring had a scratch, the air/water cylinder had no color, the suction cylinder had no color, the right/left knob had a scratch, the switch box had a scratch, the plastic distal end cover had a chip, the objective lens had a scratch, the connecting tube had a buckling, and the universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
A user facility returned the olympus asset, evis exera iii colonovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the air/water tube and cylinder had foreign material attached. This report is being submitted for the event found during evaluation. There was no patient involvement.